Event description:
Hemocue has received a complaint concerning the deviating blood glucose result for the pediatric patient in pwi. Hemocue analyzer measured 94 mg/dl. The patient was quite ill-appearing, tachycardic and required immediate transfer to bmc. No patient impact has been reported due to the hemocue result. Glucose results upon admission to bmc was 546 mg/dl. The patient was a new onset diabetic in dka.

Manufacturer narrative:
The investigation has been performed on the analyzer and remaining microcuvettes received from the customer and also the retained microcuvettes from the same lot. Both the analyzer, customer microcuvettes and retained microcuvettes measured within specification. The problem observed by the customer could not be confirmed.

Manufacturer narrative:
: Wrong manufacturing date was entered in the initial report.